Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that in the morning of this report, she woke up with blood glucose level at 432 mg/dl and noticed that the infusion set's tubing had pulled out of the site at the quick release base. Reportedly, she could see the glue. This issue occurred for the third time and only happened with longer tubing (32 or 43 inches). The first incident of high blood glucose level occurred with tubing detachment and the patient treated it with a manual injection. The second time, patient's blood glucose level was 500 mg/dl. The patient was able to treat high blood glucose level with the pump for the last two incidents. The site location was at either patient's right arm or on left quadrant and the pump was located next to her body while sleeping. The infusion had been in use for two days. Reportedly, the infusions were stored in a cupboard at room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. At the time of this report, her blood glucose level was at 417 mg/dl and she experienced nausea pain, headache and thirst. No further information available.